Event description:
It was reported that during insertion, the physician tried to advance the spring wire guide (swg) through the introducer needle. He met resistance and pulled the swg back against the bevel of the needle and the swg got "hung up" inside the pt. Once the swg was removed, the physician noticed that the outer wire had uncoiled from the insider wire. As a result, another kit was opened and used. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.